Event description:
Additional information received noted the affected eye is left eye. The affected device was explanted and replaced with a new xen®45 gts.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of high intraocular pressure, fibrosis and flat bleb are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event and patient details has been requested. No additional information is available at this time. Device labeling: precautions: the patient¿s iop should be monitored postoperatively. If the iop is not adequately maintained after surgery, a therapeutic regimen or further intervention to reduce iop should be considered. If required, bleb needling is recommended to be performed in the operating room. Use caution during the needling procedure to avoid direct contact with and damage of the xen®45 gel stent. In the american academy of ophthalmology¿s (aao) preferred practice patterns for primary open angle glaucoma, bleb needling is listed as a recommended action ¿as necessary¿ in the perioperative care in glaucoma surgery to maximize the chances for successful long-term results. Warnings: the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis).

Event description:
Healthcare professional reported patient experienced flat bleb and uncontrolled eye pressure at 3 months post-op because there was no flow against the xen®45 gts. Multiple needling procedure with 5- fluorouracil and a major revision including multiple attempts at flushing the implant directly with no success. The device was explanted. Affected eye unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the gel stent was hydrated with water and was evaluated under magnification. The gel stent was observed to have no obstruction and a clear internal channel. The reported complaint against the xen gel stent was not confirmed. During investigation on the received implant it was observed that the implant was unobstructed and had a clear internal channel. The manufactured xen systems are 100% tested in-process and inspected during manufacturing. Allergan will continue to monitor the frequency of these complaints to determine if there is a trend or if this was an individual occurrence.

Event description:
Healthcare professional reported patient experienced flat bleb and uncontrolled eye pressure at 3 months post-op because there was no flow against the xen®45 gts. Multiple needling procedure with 5- fluorouracil and a major revision including multiple attempts at flushing the implant directly with no success. The device was explanted. Affected eye unknown. Additional information received noted the affected eye is left eye. The affected device was explanted and replaced with a new xen®45 gts.